Event description:
It was reported that asymptomatic patient presented in clinic for follow up when externalized conductors were observed. No electrical anomalies were detected. The physician turned off the device and left the system abandoned in situ. The patient was in stable condition.

Manufacturer narrative:
.